Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was the patient (pt) reported that they are experiencing a situation where if they run the stimulation for their legs and arms, it works for about a minute and then it shuts down for 5 to 7 seconds and comes back in again. Pt stated the issue only occurs when the ins1 stimulation is turned on for their legs. Pt stated the ins2 therapy is for their arms, and it works properly when the ins2 is turned on and ins1 is off. Patient stated that they met with the manufacturer representative (rep) who made some changes and it is still doing it and the representative told the patient to call. Agent consulted with technical services. Patient mentioned that they had problems with their handset and it would not turn on and wouldn't connect so they initially went and saw the rep who did a whole bunch of things to make the treatment much better and that's when this problem started. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977119 serial# unknown product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.